Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-31110. Information received identified the patient stopped using/ charging the device because he felt that it was not working anymore. The scs system was removed at an undetermined date.

Event description:
Related MFR report: 1627487-2020-31110.